Event description:
Pt ID: (B)(6), on (B)(6) 2003, the pt underwent a left total hip replacement involving a microport (former wright medical) conserve plus hip resurfacing size 50/60. On (B)(6) 2005, the right hip was also replaced with a conserve plus hip resurfacing. Both hip replacements were indicated for osteoarthritis secondary to ankylosing spondylitis and heterotopic ossification. The hips worked fine for a time and the pt was road cycling, hiking, and circuit training. In 2009. The pt suddenly developed left ileopsoas insufficiency and left hip flexion weakness. Metal-suppression MRI study of left hip made at (B)(6) on (B)(6) 2018 show significant fluid collections around both of his hip resurfacings. The fluid collection was more extensive around the left hip than the right hip. The fluid at the left hip extended to the trochanteric bursa area and the maximal dimension was 7.3 cm. The fluid also extended into the subcutaneous tissues. There is some anterior capsular thickening. The iliopsoas tendon is significantly smaller on the left compared to the right hip. The psoas was more involved than the iliacus. There was evidence of increased t2 signal at the gluteus medius insertion to the trochanter of the left hip suggestive of early tendon attrition. On (B)(6) 2018, the pt's urine cobalt level was 12.4 mcg/l and blood cobalt level was 2.6 mcg/l. In 2018, the pt also began noticing characteristic irritability and anxiety, peripheral neuropathy of both hands, rest tremor of both hands, and changes in hearing consistent with tinnitus. On (B)(6) 2018, the pt underwent an fdg pet brain study, which was analyzed using neuro q software, and indicated abnormally hypometabolic brain activity consistent with a pattern suggesting chronic toxic encephalopathy. On (B)(6) 2018, the left hip was revised due to rising cobalt levels, development of neurological symptoms consistent with chronic toxic encephalopathy, and evidence of adverse reaction to metallic debris around the artificial hip. The revision implant was a smith & nephew multihole r3 socket with 60 outer diameter 36 inner diameter, 20-degree hooded crosslinked polyethylene socket liner with the apex oriented posterior inferiorly. Shell fixation was supplemented with three dome screws. On the femoral side, a standard offset synergy uncemented size 14 femoral component and an oxinium 36mm +0 head were used. There was a large cystic pseudotumor with no remaining posterior capsule. The short external rotators appeared intact but intact but scarred at the superior aspect of the trochanter. There was metallic staining of the lining of the pseudotumor. Left hip joint fluid was collected and diluted by about 50% with local anesthetic, and the cobalt level of this diluted fluid was 36 mcg/l. On (B)(6) 2019, the pt's post-revision cobalt level had reduced but is still abnormally high, the blood cobalt level was 1.3 mcg/l and the urine cobalt level was 3.5 mcg/l. The pt still has retained a metal-on-metal conserve plus resurfacing implant at the right hip. FDA safety report ID# (B)(4).